Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The device was started up at 10:24:58 on (B)(6) 2022. At 07:27:37 on (B)(6) 2022, an arrhythmia was detected. ECG shows af with rvr @ 150 bpm with motion artifact. From 10:47:55 to 11:29:02, an arrhythmia was detected five times. ECG shows af with rvr @ 150 bpm with motion artifact, pvc's, and electrode lead fall off. From 01:22:56 to 01:24:05 on (B)(6) 2022, asystole was detected two times. ECG shows sinus bradycardia from 40-20 bpm degrading to asystole with intermittent cardiac activity. From 01:26:02 to 01:39:53, an arrhythmia was detected two times. ECG shows CPR/motion artifact, cardiac activity, and electrode lead fall off. The rhythm then transitions to sinus rhythm @ 60 bpm with pvc's. Vf was seen from approximately 2:24:09 to 02:25:55 on (B)(6) 2022. Varying amplitude, heart rate, and frequency less than the rate threshold prevented the lifevest from treating the patient during these two times. From 02:26:25 to 02:43:52, asystole was detected eight times. ECG shows vf degrading to asystole with intermittent cardiac activity. The rhythm then transitions to an idioventricular rhythm @ 10 bpm. The electrode belt was disconnected at 02:44:02 on (B)(6) 2022. Per holter monitor the patient was last seen in idioventricular rhythm @ 20 bpm until the time of electrode belt disconnection. The patient passed away on (B)(6) 2022.